Manufacturer narrative:
The product involved in the reported incident is not being returned for eval. No conclusion can be drawn from the available info. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
The customer reported a pod, which she did not think was delivering insulin correctly. Her daughters bg and bolus history after activating that pod were as follows: 12:15p - activated new pod, bg 263, 0.50u bolus; 1:10p - bg 346; 1:30p - hospitalized - high bgs, ketones, vomiting; 2p - bg 381 - put on IV fluids; 4:10p - bg 288; 5pm - removed pod. When they removed the pod, she said the site (on her daughter's abdomen) looked "normal" - not red, wet, or bumpy - and there was "a little blood backed up into the cannula." She said the cannula was not bent or kinked. She had discarded the pod, but was able to provide a lot number from the box (noted). She said she had passed large ketones from the time she went into the hosp through the rest of the afternoon. At this point, the doctors at the hosp decided to treat her with manual injections of insulin. Her bg and injection history from that point until the time of call were as follows: 8 pm - bg 366, took injection; 9:50p - bg 413, 3.0u by injection; 11p - bg 339, sent home from hosp around this time; 4:40am - bg 386; 9am - bg 311, moderate ketones; 10:40am (time of call) - bg 267, large ketones. She said she would call back if they had any more pod issues. She said they were working with their hcp to figure out how much insulin to give to clear her daughter's ketones and bring her bg down.